Manufacturer narrative:
This report involves a study noted in an article. No devices sere available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: aljoscha rasta, md., et al. "A prospective, randomized single-center comparison of 2 different closure devices with a hemostatic wound dressing for closure of femoral artery access sites". J endovasc ther 2008; 15:83-90.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A study was conducted to compare the safety and performance of 2 closure devices versus a hemostatic wound dressing for femoral artery access site closures in 852 patients who underwent diagnostic and interventional catheterization procedures. It was reported that 286 patients underwent arteriotomy closure of the common femoral artery using the starclose device. Reportedly, major complications included 1 access site bleeding requiring surgical closure and 7 pseudoaneurysms that were treated successfully with ultrasound-guided compression therapy. Additionally, minor complications included 34 access site bleeding requiring adjunctive therapy such as manual compression and/or pressure bandage and 6 hematomas. The hematomas were reported to measure more than or equal to 5 cm. No info regarding a device malfunction was described. No additional info was available.